Event description:
It was reported that the right ventricular (rv) lead had high thresholds one day after implant. The lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.